Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifugal pump motor controller failed during setup. It was not used for the case. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative performed a 4.5 hour soak test and an internal inspection and could not identify any issues. A serial readout was taken and sent to sorin group deutschland for analysis. The cp5 unit was returned to sorin group (B)(4) for evaluation. A visual inspection and hardware/functional analysis were performed that the reported issue could not be reproduced. A test run of 24 hours using different modes and various speeds did not produce any errors. The device worked as specified. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. No trend increase has been identified for this type of issue. The issue will be monitored for trends and if any are identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the centrifugal pump motor controller failed during set up. It was not used for the case. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report the centrifugal pump motor controller failed during set up. It was not used for the case. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.